Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using penumbra smart coils (smart coil), non-penumbra coils, and a non-penumbra catheter. During the procedure, the physician successfully implanted four non-penumbra coils in the target vessel using the microcatheter. While advancing a smart coil past the hub of the microcatheter, the physician experienced resistance, and the smart coil would not advance any further. Therefore, the smart coil was retracted and removed. It was reported that the microcatheter was flushed intermittently. The procedure was completed using three smart coils, two non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.